Event description:
Customer reported to beckman coulter, inc. (Bec) that quality controls (qc) for multiple chemistries on the cartridge chemistry (cc) side of the unicel dxc 800 synchron system (dxc 800) was running low. Customer reported that the dxc 800 generated high pressure low error. Customer reported that there was a leak under the hydropneumatic unit. Customer reported that rebooting the analyzer stopped the leaking. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical specialist instructed the customer to clean and flush the cc sample probe to address the qc issue. Customer reported that flushing the cc sample probe resolved the qc issue and the error message.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).